Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible.

Event description:
Date of implant: 2007. It was reported that a pt underwent a surgical procedure with implantation of a sphere device. At an unknown time post-op, pt sustained a traumatic fall on some ice. Xrays reportedly revealed that the implant had migrated posteriorly. Patient underwent revision surgery to remove the implant, approx 1 1/2 months post-op. No other patient complications were reported.